Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected intermittent high out-of-range right ventricular (rv) lead pace impedance measurements. Boston scientific technical services (ts) noted that the intermittent impedance spikes could be due to the baal seal ring electrode contact in the device header and not an rv lead issue. The clinician performed isometrics and arm movements; no noise/artifact could be reproduced. The patient will continue to be monitored. No adverse patient effects were reported. The device remains in service.